Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2014.

Event description:
It was reported that within one month of implant, the patient experienced dizziness. High threshold with intermittent loss of capture was noted. The rv (right ventricular) lead was to be revised and remains in use. No patient complications have been reported as a result of this event.